Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter contacted manufacturer and reported "it's time to have the device taken out! It's not working as well as it should and the risk of infection isn't worth it." The patient stated she is pregnant and wanted to inquire about "preventative measures one has to take when they are going to deliver a baby" and in the event she will"...need an episiotomy or a c-section." Previous programming history received by manufacturer showed normal device functioning. Good faith attempts are being made for additional information surrounding the reported event of the device "...not working as well as it should."